Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "system shut down during set up" (loss of power). A biomedical engineer reported the system shut down upon start up. Another system was used to complete the cases without impact or delays. There was no patient impact reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported event. The power cord was inspected, and the power output supply was confirmed. There was no events confirmed in the event log. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).